Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patient had spinal cord stimulation (scs) leads migrated and one broke in half. The patient underwent replacement procedure wherein a paddle lead was implanted. The explanted device was kept by the facility and will not be returned.